Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 94-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella implant the doctor could visualize a kink in the cannula. Flows greater than 1.8 could not be achieved. Physician decided to replace pump. When pump was removed, no evidence of defect was found. The replacement pump also appeared under fluoro in a similar manner and physician concluded it was patient anatomy. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported low pump flow and product damage has been completed since the original report was filed. No product was returned for investigation. The cannula kink was visualized under fluoro. Data logs confirmed the low pump flow. The root cause of the low pump flow issue was most likely a kinked cannula, and the cannula kink most likely resulted from difficult patient anatomy.